Event description:
The catheter came apart at the hub. The catheter was removed. No pt injury was reported to have occurred.

Manufacturer narrative:
A 3 fr catheter was returned for evaluation. The catheter was in two pieces; the proximal section (hub) measured 5.7cm and the distal (tubing) measured 47.3cm. Lot history review indicates no related component or mfg issues and no prior product complaints of similar nature. Through tactile inspection, the tubing is found to be severely elongated and appears to neck down lengthwise at the break site. Under 50x magnification, the texture at the break points appears granular and dull, with some spots of jaggedness. The ends appear to mate together. These signs indicate a typical tensile break. The first precaution in the MFR instructions for use states, "it is important to follow the suggested method of securing the catheter as descirbed in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."